Event description:
Additional information received indicated that the lead was capped and replaced on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate high voltage therapies due to lead noise. The lead will be capped and replaced. No further information is available at this time.